Event description:
It was reported that the small battery drive device had ¿no power¿. It was not reported that the event occurred during surgery. The reporter stated that the device would have been tested prior to surgery for power. It was clarified that if the device did not work, another device would be used. It was unknown if there were delays to a scheduled surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. During testing, it was observed that the device had corrosion on the contacts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.